Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s family member reported that the implantable pulse generator (ipg) device was recalled for battery problem. The device removed and replaced. It was also reported that the leads failed. The status of the leads were unknown. No patient complications have been reported as a result of this event.